Event description:
It was reported that the tip fell off in the shoulder. The case was slightly delayed while they found the tip, but no pt injury reported. Dr was performing the surgery.

Manufacturer narrative:
Device has yet to be returned for eval. Investigation is on-going, once completed, a f/u report will be submitted.